Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03387. It was reported the pt experienced heating at his scs ipg pocket site while charging his scs system. The pt was aware to stop charging if the charging system became hot. F/u is pending. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.